Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009; inratio2: 0.9; lab: 1.4.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Observations discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009; inratio meter = 0.9 inr; reference = 1.4 inr; mean = 1.15; confidence limits = 0.8-1.2. The mean of the inratio meter and comparative system inr were calculated. Reference value falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. Strip investigation on strip lot 216969 performed for a previous complaint revealed no discrepant results on referenced and in-house meters. No further action is required. As of 10/13/2009, 8 discrepant results complaints were reported for lot #216969 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required at this time as no product discrepancy was established.